Event description:
Information received notes that the patient was hospitalized for an eye operation. An ECG showed loss of capture and the patient was in her own escape rhythm of 37 bpm. After a few hours, device interrogation saw normal function except for <300 ohms impedance in both leads. During a five day period of monitoring, four occurrences of capture loss were seen. When the leads tested normal, the pulse generator was replaced. There were no consequences to the patient.